Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was admitted to the hospital after being in a car accident. The patient's blood glucose was 600 but was not admitted to the hospital for the high blood glucose. The customer reports that there was physical damaged in form of a scratch on the screen on the insulin pump she was using due to the accident. The customer mentioned that the pump does work as designed. The customer was assisted with changing the set reservoir and rewinding the pump. The insulin pump passed all test functions. No further information was provided.